Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the down buttons were not working. The customer¿s blood glucose level was unknown. Customer states that numbers are not ramping on their own and scroll bar is not moving with no input. The customer stated that the block mode is inactive. Customer states the button was not unresponsive during an easy bolus attempt. The device will be returned for the analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device was received with a cracked case-corner of belt clip rails.